Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Material of the tampons themselves are falling apart [device breakage] tampons are falling out of the wrapper before I open them up [device physical property issue] . Case narrative: consumer reported via e-mail that the tampons are falling apart. No injury reported.